Manufacturer narrative:
Per karl storz (B)(4) investigation report: on the thread, there is remaining bolt adhesive, purple on thread. Due to a design change, the age of the valve can be narrowed down to before january 2015.

Event description:
Per our factory in (B)(4), this event occured with our customer in EU: "on (B)(6) 2019 the lid screw of the valve has been found during a laparoscopic procedure. There has been a previous laparoscopic procedure on the (B)(6) 2019, so the hospital assumes that the screw has been lost during that procedure. The second procedure was independent from the incident and the screw just has been found by fortune".